Event description:
Covidien received information of the ventilators bottom display being scrambled. The ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations and testing.(B)(4)